Event description:
Customer reported she was rewinding her insulin pump for a new infusion set and it alarmed motor error. No other details were provided. Nothing further reported.

Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No motor error alarm noted. Motor passed motor test. Device received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.(B)(4).